Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, ten years and nine months of post-deployment, computed tomography of abdomen was revealed that, there was an inferior vena cava filter in place which was misalignment with the superior tip oriented at the 2 o'clock position. There was the 4:00 anchoring prongs that was patent and extends between the infra renal abdominal aorta and spine. There are anchoring prongs extending past the confines of the inferior vena cava wall at the 12 o' clock position, 2 o' clock position, 3 o' clock position, 5 o' clock position, 7 o' clock position, 9:00 and 10:00 positions as well as the 11 o' clock position. The 2:00 anchoring prongs abut the lateral wall of the aorta. The 12:00, 10:00 and 7:00 anchoring prongs extend into the wall of the duodenum. The tip of the inferior vena cava filter was below the entry point of the left and right renal veins. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and bilateral pulmonary emboli. At some time, post filter deployment, it was alleged that the filter had perforated and tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.